Event description:
Physician states catheter is bent rendering it unsteerable. A second ablation catheter was used w/out difficulties.======================manufacturer response for ablation catheter, 8fr 8mm blazer prime xp lg curve ablation cath (per site reporter).======================ep lab staff notified company representative; no additional details given at this time.